Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on february 27, 2025 with lot number 3021914. Based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec), observed a broken and opening assessed as surgical damage and observed missing shell assessed as inconclusive. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.